Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. This pacemaker was successfully replaced. No additional adverse patient effects were reported.